Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. The 75% stenosed target lesion was located on a non-calcified superficial femoral artery (sfa). The 5.0x120mm 135cm mustang balloon was inflated four times, upon the fourth inflation to the rated burst pressure the balloon ruptured. The device was removed intact. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. The 75% stenosed target lesion was located on a non-calcified superficial femoral artery (sfa). The 5.0x120mm 135cm mustang balloon was inflated four times, upon the fourth inflation to the rated burst pressure the balloon ruptured. The device was removed intact. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - initial examination of the returned device noted that the balloon material was fully deflated and that there were dried contrast media crystals inside. The shaft of the device was severely kinked at 690mm and severely stretched between 755mm and 781mm distal to the strain relief. An attempt to inflate the balloon material noted a leak in the shaft where it was stretched. Closer examination noted that the shaft had split for a distance of 6mm approximately 775mm distal to the strain relief. Due to the split in the shaft it was not possible to inflate the balloon material. The shaft of the device was dissected proximal to the proximal balloon sleeve. An attempt was made to inflate the balloon using a syringe and inserting it into the inflation lumen, however due to the solidified contrast media it was not possible to inject the warm water into the balloon. This section of the device was soaked in warm water in an attempt to dissolve the contrast media crystals, however this failed. Microscopic examination of the balloon material could find no evidence of a tear or a hole, no water leaked into the balloon as it was soaked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).